Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead measuring 32.4 cm was returned for analysis. External insulation abrasion was noted at 31.1 to 31.5 cm, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.